Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 10/9/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The left hip had not been revised when medical records were reviewed at this time. The component sticker sheet was included. Part/lot updated for unknown liner. Cobalt/chromium levels documented without reference ranges in (B)(6) 2015 progress note for right hip, cobalt 63.4, chromium 13.3. These will be reported since they are greater than 7 parts per billion. The primary surgical report noted a femur fracture that was cabled after final stem was being impacted. The complaint was updated on: nov 2, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain, and elevated cobalt and chromium metal ion levels.

Manufacturer narrative:
No device was returned for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).